Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was that the insulin pump had under delivery. The blood glucose level was 17.5 mmol/l at the time of incident. Customer treated with insulin pump. Customer was assisted with troubleshooting. Customer state that there were air bubbles in tubing. Customer was assisted with high pressure test and found that bubbles were in the tubing. Customer alleging the insulin pump because customer was experiencing unexplained high blood glucose and he said the act button was not working fine. The product will be returned for the analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. During the occlusion test, device recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a 2.0 unit fill cannula delivery. Then the device delivered the 2.0 units properly with water exiting the infusion set. No prime anomaly noted. Device had intermittent button response on the esc and act buttons due to flattened dome switches (no crease). During visual inspection, the keypad connector on the lcd was found locked properly. No button error alarm noted during testing. Device had minor scratched display window, scratched case, cracked belt clip slot, and cracked reservoir tube lip.